Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The specimen pouch was cut. Instrument marks were observed on the specimen pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the staff went to pull the bag out it began to disintegrate and pieces were coming off. They were able to get the entire bag and specimen out of the patient. There was no patient injury.